Event description:
Patient presented to hospital for procedure of 'debridement of left ankle ulcer to include periosteum' following multiple surgeries for past motorcycle accident and left ankle fracture. During the surgery it was noted while using clip applier that the staple/clip would load in the end; however, when the surgeon tried to apply it, the clip stayed in device. No further complications or injuries as result of the device failure. FDA safety report ID# (B)(4).